Event description:
Boston scientific received information that the left ventricle (lv) lead was dislodged resulting to loss of capture and sensing. The lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.